Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was observed during functional testing and during review of the event log. The probable root cause was due to the damaged lm 34 temperature sensor. Upon visual inspection no physical damage was observed. A review of the event log was performed and found multiple tcmid: 05 errors have occurred. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure) on the display panel screen. The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.